Event description:
During device preparation procedure, it was noted that the pacemaker was failed to interrogate. The pacemaker was not used. There was no patient involved.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. Device could not be interrogated via rf telemetry when received. After reloading device firmware, rf telemetry was restored, and electrical and mechanical analysis performed indicated normal functionality with battery voltage near beginning of life (bol) level. Analysis of the device image did not reveal any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Despite extensive testing the telemetry anomaly could not be reproduced, and the cause is undetermined. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.